Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis was performed and no anomalies were found, visual examination of the connector noted no anomalies. At prelim2 the device was interrogated and showed that gray bar has recovered.

Event description:
It was reported that two implantable cardioverter defibrillators (ICD) were interrogated prior to implant. Both devices showed a gray bar for longevity estimate. Neither device was implanted. There was no patient involvement.